Manufacturer narrative:
(B)(6). Section d4, UDI: UDI details are not available based on the time of manufacturing. Method: the subject device, 900iw130e neopuff infant t-piece resuscitator iw module was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the photography provided by the healthcare facility and our knowledge of the product. Results: evaluation of the provided photography confirmed that the gas outlet port of the subject device was broken. Conclusion: based on the evaluation of the photography and our knowledge of the product, the reported event could have resulted from the device being subjected to impact damage the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in italy reported that the gas outlet port of an 900iw130e neopuff infant t-piece resuscitator iw module was broken. There was no reported patient consequence.